Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that a malfunction alarm occurred while performing the load process and the pump stopped all insulin delivery. Customer reported a blood glucose (bg) level of 41 (mg/dl). Reportedly, customer stated that the low bg level was due to programming a meal bolus prior to eating, and then not eating all of the carbohydrates as programmed. Customer consumed more carbohydrates to treat their bg level. Customer reported that they would revert to insulin injections for alternate insulin therapy.